Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/28/2013 with the following findings: evaluation revealed that the keypad cover is torn and peeling from below the ok button, exposing the button contact and the keypad symbols were found to be worn. Evaluation revealed that the ok and contrast buttons were intermittently unresponsive and the up and down buttons were unresponsive. The ok and contrast buttons required multiple hard presses to elicit a response. Evaluation revealed that there was contamination under all key contacts. The pump failed leak test, there was a keypad leak. The pump was opened to check for internal moisture damage and no evidence of internal moisture damage visible. Unrelated to the complaint, the display lens was scratched.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes prior to damage with moisture) issue. The reporter stated all buttons were unresponsive and noted the keypad was loose over the ok button. The reporter noted moisture leaking from the ok button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.